Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the care giver saw some large bubbles in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The troubleshooting could not find anything that would cause or contribute to the event. The technical service representative explained and assisted with ending the therapy. The care giver was going to have the patient start therapy over, using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.